Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery and was implanted with mesh on (B)(6) 2010 to repair a hernia. It is reported that as a result of the mesh being implanted the patient experienced severe pain and suffering. It is reported that the patient underwent a mesh removal and revision surgery on (B)(6) 2010. It is reported that the patient experienced severe complications following her surgeries including abdominal pain, gastrointestinal malfunction, swelling, and hernia recurrence. It is reported that as a result of the mesh being implanted the patient experienced permanent injuries and impairments, including scarring, disfigurement, and chronic pain. It is reported that as a result of the mesh being implanted the patient experienced and continues to experience pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health. It is reported that the patient continues to undergo medical care and treatment. It is reported that the patient alleges that as a result of the surgery, she will require further medical care in the foreseeable future. It is reported that the patient alleges that she will require ongoing monitoring and treatment of the scar tissue and hernia sight for any further reoccurrence, infection, and pain treatment. No additional information was provided.